Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues. The patient underwent a surgical procedure in which it was identified that there was a leak in the system due to a hole in the reservoir. The reservoir had no fluid left and there was some fluid in the pump. There was also air in the pump. All components were explanted and replaced without patient complications.